Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) sugar levels 500 mg/dl and 692 mg/dl(this morning) [blood glucose increased] novopen 4 not working properly, the medicine did not come out [device failure] case description: study ID: (B)(6). Study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height: 160 cm. Patient's weight: 110 kg. Patient's bmi: 42.968 this serious solicited report from greece was reported by a patient as "sugar levels 500 mg/dl and 692 mg/dl(this morning)(blood sugar increased)" beginning on (B)(6) 2024 , "novopen 4 not working properly, the medicine did not come out(device failure)" with an unspecified onset date and concerned a 78 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , penmix 30 penfill (insulin human, insulin isophane) (14iu in the morning,18 iu in the evening, 35 iu at night), from 1982 and ongoing for "diabetes type 2", dosage regimens: novopen 4: penmix 30 penfill: -1982 to not reported (dosage regimen ongoing); current condition: diabetes type 2, cramps, pain, problem in heart, stomach ache, melancholy. Concomitant medications included - trofocard (magnesium aspartate hydrochloride), xarelto(rivaroxaban), lipidil(fenofibrate), losec [omeprazole](omeprazole), lasix [furosemide](furosemide), entact (escitalopram oxalate), coaprovel (hydrochlorothiazide, irbesartan), t4(levothyroxine sodium). On (B)(6) 2024, patient's blood sugar (blood glucose) was found to be 500mg/dl at noon and that night patient had 259mg/dl. On an unknown date, this morning patient had 692 mg/dl. Novopen 4 is not working properly. In particular, patient mentioned that in the last few days the button was pressed very easily, but the medicine did not come out. Patient reported not having a proper diet and consumption of fatty foods also as the reason for unexplained increase in blood glucose levels. Batch numbers: novopen 4: gvge436 penmix 30 penfill: not reported; action taken to novopen 4 was not reported. Action taken to mixtard penfill was reported as no change event abated after use stopped or dose reduced for mixtard doesn't apply event reappeared after reintroduction of mixtard doesn't apply the outcome for the event "sugar levels 500 mg/dl and 692 mg/dl (this morning) (blood sugar increased)" was recovering/resolving. The outcome for the event "novopen 4 not working properly, the medicine did not come out (device failure)" was not reported. Reporter's causality (novopen 4) - sugar levels 500 mg/dl and 692 mg/dl (this morning) (blood sugar increased): probable novopen 4 not working properly, the medicine did not come out (device failure): unknown company's causality (novopen 4) - sugar levels 500 mg/dl and 692 mg/dl (this morning) (blood sugar increased): possible novopen 4 not working properly, the medicine did not come out (device failure): possible reporter's causality (penmix 30 penfill) - sugar levels 500 mg/dl and 692 mg/dl (this morning) (blood sugar increased): unlikely novopen 4 not working properly, the medicine did not come out (device failure): unknown company's causality (penmix 30 penfill) - sugar levels 500 mg/dl and 692 mg/dl (this morning) (blood sugar increased): possible novopen 4 not working properly, the medicine did not come out (device failure): possible investigational results: novopen 4; batch number: gvge436 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.when mounting the cartridge holder it must be screwed clockwise until a click was heard and it was firmly attached to the mechanical section. If the cartridge holder was not correctly mounted, it may get stuck in the pen cap when the pen cap was taken off. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to operate. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Mixtard 30 penfill 100 iu/ml 3 ml batch number unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the following has been updated: .-suspect novopen 3 changed to novopen 4. -investigation results updated. -narrative updated accordingly. Medwatch 3500a MFR. Report number 9681821-2024-00072 corresponds to suspect device novopen 3 will not be in use as per new folllow-up information. A new medwatch mrn no. Related to novopen 4 will be used for future reference. Final manufacturer's comment: 31-jul-2024: the suspected device novopen 4 has been returned to novo nordisk for evaluation. On visual examination dirt seen on cartridge holder which was stuck in cap. Because of this piston rod was difficult to operate. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Patient's underlying medical condition of type 2 diabetes mellitus, elderly age (78 years) and morbid obesity are significant risk factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 300 penfill h3 continued: evaluation summary novopen 4; batch number: gvge436 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.when mounting the cartridge holder it must be screwed clockwise until a click was heard and it was firmly attached to the mechanical section. If the cartridge holder was not correctly mounted, it may get stuck in the pen cap when the pen cap was taken off. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to operate. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device.